Event description:
It was reported that 30 minutes after starting dialysis treatment (first time with a polyflux 210h), the patient 's blood pressure decreased to 73/52 mmhg and the patient was "frothing at the mouth". The treatment was ended without the extracorporeal blood being returned to the patient. No medical intervention was reported. The patient recovered and the dialyzer was replaced with a non-baxter dialyzer. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.